Manufacturer narrative:
Product analysis results: "visual and optical examination of the plate discovered one of the anti migration cap tabs is broken off. The broken off portion of the tab is missing and not returned for analysis. The location and fracture surface morphology is consistent with overload due to bone screw back-out. Dimensional inspection of the anti-migration feature confirms material thickness to be within print specification. Damage and smearing is noted on the fracture surface. Microscopic examination of undamaged portions of the fracture surface provided some evidence of a quasi-brittle fracture, with no indication of fatigue. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to determine specific root cause of the foregoing event from the available information."

Event description:
It was reported that patient initially underwent an anterior cervical discectomy and fusion (acdf) at c5-t1. Post-operatively, one screw backed out of the plate reportedly due to a small piece of the locking tab breaking off. This was discovered after x-rays were reviewed during a routine visit approximately four years post-op. The devices were explanted one month later. It is reported that fusion did occur and that no fragments are remaining in patient. No further patient complications are reported.

Manufacturer narrative:
(B)(4): radiology films interpretation "single lateral x-ray view of plate with screws at c5 and t1. Intervening corpectomy with bony graft appears to span c5/6-c7/t1. P late has partially lifted off of anterior cortex and lower screws have backed out." Self-tapping screws of multiple part/lot numbers were also implanted during the procedure including: part: 8792113 / lot: unk part: 8792115 / lot: unk part: 8792913 / lot: unk part: 8792915 / lot: unk. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.